Event description:
It was reported that the bladder foley catheter was inserted during surgery on (B)(6). On the second day after insertion, it naturally came out during genital washing in the morning, so it was removed. When the tip of the catheter was checked, the balloon was completely deflated. There was no hematuria or bleeding. A new bladder catheter was inserted again. There was no hematuria. There was no significant impact on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bladder foley catheter was inserted during surgery on (B)(6). On the second day after insertion, it naturally came out during genital washing in the morning, so it was removed. When the tip of the catheter was checked, the balloon was completely deflated. There was no hematuria or bleeding. A new bladder catheter was inserted again. There was no hematuria. There was no significant impact on the patient.

Manufacturer narrative:
The reported even was unconfirmed. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temp sensing foley catheter with sample port connector. Verified material number 119314 and manufacturing lot number is not legible. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a risk review and labeling review are not required. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.